Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving shocks. Review of episodes found that therapy was delivered for possible supraventricular tachycardia (svt). It was noted that anti-tachycardia pacing (atp) was not effective and therapy was exhausted in the vt zone. It was also reported that the patient had been using an illegal substance at the time of therapy delivery. No adverse patient effects were reported.